Event description:
Event description guidant received information that one week post implant of this implantable cardioverter defibrillator (ICD), the chronic epicardial shocking patch lead exhibited an out-of-range impedance measurement.